Manufacturer narrative:
(B)(4).

Event description:
Below findings found during literature review performed by carefusion employee. Article published inèest / 144 / 5 / november 2013. There were 5 cases of subcutaneous emphysema, with none requiring intervention and 5 cases of a moderate or large pneumothorax, none of which required further intervention. Nodditional information available. This complaint corresponds with (B)(4).